Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 1. Xtw (lot: 40403r1064) was chosen for implantation utilizing triclip steerable guide catheter (sgc lot:40131r1116). Due to the patients anatomy, significant minus knob and l- knob were used to their maximum and also significant f-knob rotation to orient the clip accordingly over the valve. The clip grasped the valve and was locked at 100 degrees. The clip passed establishment of final arm angle (efaa) test. When removing the lock line, the clip jumped open to 120 degrees. Since the lock line was removed, the clip was closed fully and second efaa was performed and passed. The clip was deployed without opening further. The procedure ended with tr reduced to grade 1. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 07 august 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 1. Xtw (lot: 40403r1064) was chosen for implantation utilizing triclip steerable guide catheter (sgc lot:40131r1116). Due to the patients anatomy, significant minus knob and l- knob were used to their maximum and also significant f-knob rotation to orient the clip accordingly over the valve. The clip grasped the valve and was locked at 100 degrees. The clip passed establishment of final arm angle (efaa) test. When removing the lock line, the clip jumped open to 120 degrees. Since the lock line was removed, the clip was closed fully and second efaa was performed and passed. The clip was deployed without opening further. The procedure ended with tr reduced to grade 1. There were no patient consequences or clinically significant delay.